Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Requested patient demographics however provided : elderly, ra diagnosis.

Event description:
It was reported a orencia infusion was initiated at an unspecified rate when the user noted on the new tubing broke and leaked from the middle section of the tubing and not near any ports or connectors the customer confirmed that there was no patient impact however medication was remade causing a delay in care. The event occurred at (B)(6) center .